Manufacturer narrative:
There is no indication that the adverse event that took place is related to the nalu system as the system had not yet been activated prior to the patient becoming unresponsive. Patient

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 and the system was successfully activated on (B)(6) 2023. On (B)(6) 2024 a surgical revision was performed to reposition the existing implantable pulse generator (ipg) to improve communication with the external therapy discs (see MDR 3015425075-2024-00327). No components were explanted or implanted during the procedure. On (B)(6) 2024 the patient was seen in the clinic for activation after the revision procedure. The patient's daughter and son-in-law were both present for the entirety of the visit. Upon arriving at the clinic, the physician's pa performed a wound check and cleared the patient to have the nalu system activated and then left the patient room. The nalu representative programmed the system but was delayed in activating the system while waiting for the daughter to locate the patient's password for his system. While waiting, the nalu representative witnessed the patient yawn and then slump back against the wall. The patient's son-in-law asked if he was tired and the patient did not respond. At this time the pa was called back into the room, the patient was placed supine and oxygen was administered. The patient became responsive shortly after the event, however the nalu representative was asked to clear the room for medical personnel to attend the patient. Patient was transported by ambulance to a local acute facility for evaluation. No further information is known regarding cause of the event. The patient has since had the nalu system activated and has not reported any further issues to the firm.